Event description:
(B)(6) is a state licensed and medicare approved medical equipment provider in the state of (B)(6). The business provides portable oxygen concentrators to qualifying patients. The poc of choice was lifechoice activox of (B)(4). On (B)(6) 2015 the first purchase was made and returned on 05/07/2015 back to the factory per inova representative, (B)(4) for software update to fix low o2 purity. That unit was never returned to us. Out of (B)(4) purchased, 9 have been returned to the manufacturer for low o2 purity. When questioning patients, they will say it has not alarmed or that it will intermittently alarm. When testing the unit the o2 purity, it will fall in a range of 71-89% sometimes they will alarm for low o2 purity and sometimes they won't. This can have a detrimental outcome for our patients, who state they cannot tell if they are not receiving the correct oxygen dosage. The company has used excuses of software glitches, problems with upgrades to solve moisture issues in the sieve beds. On (B)(6) 2015, we began doing the newest upgrade by exchanging four units out. The units were brought back into the warehouse, plugged in, upgraded as demonstrated by the inova sales representative, (B)(4). The units were then placed in the cleaning area to be cleaned and prepared for the next days patient exchanges for upgrades. On (B)(6) 2015 as they were preparing the units for a 2nd purity test, one of the technicians began smelling something burning. It was coming from serial number (B)(4), purchased on (B)(6) 2015. There was a burning smell noticed and the unit was turned off. Smoke started flowing out of the machine for 3-4 minutes after he turned it off. The unit was running on the battery and was not plugged in. All the units that were tested did not alarm when they fell below 90%, 85%.78.4%. The tests were performed according to the manufacturer's recommendations using two salter labs pro2 elite analyzers that were calibrated and measured within .5% of each other. We are in communication with inova labs and have returned the smoking unit to them. We are testing all units that are in the field for proper o2 purity, and if any others are found to be producing less than acceptable results, we will begin a self-imposed recall of all the units in the field due to the lack of reliability and the safety of our patient's health and well being. In speaking with others in the hme industry, they are experiencing the same issues and share the same concerns. Also, when units are returned from repair we are not receiving information as to what was wrong and what measures were taken to repair the problem.